Manufacturer narrative:
(B)(4). D4: diligence is in process to provide product identification information; however, no further information has been provided at this time. G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products.

Event description:
It was reported that a patient underwent a knee revision surgery one year and one month post implantation due to pain and stiffness. No additional information available through hcp.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: additional associated products: unk vanguard patella lot# unk, unk vanguard femoral lot# unk, unk vanguard tibial lot# unk. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.